Manufacturer narrative:
The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated positive results for sars-cov-2 and influenza a (negative influenza b). A recollected sample was repeated on a different liat analyzer and generated a negative result for all targets. The same recollected sample was run on a competitor assay (biofire) and generated a negative result for all targets. Initial results were reported and then retracted. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The investigation is complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims within the IFU.